Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality control was within range on the day the event occurred. The customer stated the sample was from an offsite laboratory and it was already spun down prior to testing and the pre-analytical handling steps are unknown for the facility. A siemens headquarter support center (hsc) specialist reviewed the data which indicated that qc was within range without evidence of imprecision or outliers and does not suggest an instrument problem. Other assays for the initial run of this sample did not show a low bias or below reference range flags ruling out dilution of the aliquot. There were no other outliers, indicating the issue is sample specific. Hsc concluded the cause is sample specific due to poor sample quality and the presence of gel fibrin a micro clot and/or the presence of cellular material in the sample that impacted the proper aspiration of sample. The cause of the discordant, falsely low na result is associated with sample integrity. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension vista 500 instrument serial number (B)(4). The discordant result was reported to the physician(s), who instructed the patient to go to the emergency room (ER). The patient was redrawn in the ER where a sodium result was obtained, within the expected range for the method. The physician(s) then questioned the original result and upon request, the sample was repeated on the original instrument, resulting higher than the initial result and matching the result obtained in the ER. A corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na result.